Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to take a spin while in surgery. The image acquisition system (ias) was rebooted with no resolve. The site then rebooted both the ias and the mobile view station (mvs). After doing so, the site was able to continue the surgery like normal. There was a patient involved.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000531, ubd: unknown, UDI#: unknown. H3, h6: the system was serviced in the field. The rep replaced the gantry fans, as there was a fan blade broken that caused the grinding heard in the case. The rep also adjusted the pot on the ps1 low voltage power supply. The expected voltage was 5.15v, and the actual reading was 5.05v. During a spin, this voltage dropped which was causing the x-ray to drop out as the system did not shoot x-ray if the voltage dropped out of range. The rep adjusted the voltage back to 5.15v and was able to confirm the x-ray. Codes b01, c07, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.